Event description:
It was reported that during a thermal ablation procedure, the catheter would not maintain negative pressure. The catheter was replaced and the second catheter did not maintain negative pressure test. A leak test on the controller was completed and the controller passed. A third catheter was employed and was finished with no consequence to the patient. The extension in surgery time was estimated to be 45 minutes.